Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for herniated disc and spinal pain. It was reported that since implant they could not charge their ins because they could not get coupling bars as well as intermittently saw the reposition antenna screen on their recharger. They stated they did have swelling at the ins site but even after swelling got better they were still having trouble with coupling and recharging. They also reported their stimulation started being intermittent in (B)(6) 2016 and the ins was found to be dead on (B)(6) 2016. They stated they had been charging their ins since the day prior to the report and it was still only showing the first quartile flashing with no coupling bars. They felt their ins site and stated the ins seemed to be oriented okay but they were not sure. They were scheduled to meet with their doctor and a manufacturer representative on (B)(6) 2016 to assess the lack of coupling, ins depletion and intermittent stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.